Manufacturer narrative:
Patient information was unavailable from the site. The probe has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spinal procedure. It was reported that the probe was visibly bent. The site did not use the instrument for the procedure.